Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative (rep) was received reported that the patient was not able to charger her ins, she was not getting any boxes filled in. It was stated the cause of the difficulty charging/no coupling and tilted ins was that the tiled was speculative, depth probably the biggest issue. The patient would see doctor to discuss battery revision to superficialized ins. The difficulty charging/no coupling, the title ins and the swelling had not been resolved. It was noted patient had battery was ½ full now, continued to discharge till it completely discharge and had 3 weeks until overdischarge. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient's medical history included diabetes. It was reported that the patient experienced difficulty charging; the rep reported that they met with the patient on the day of the report for education on recharging. The rep stated that the ins was "pretty flat" and was slightly tilted. The rep tried charging with and without spacers but had no change in recharge success. When using the recharging belt there were 0 coupling bars present. With the rep putting significant pressure on the ins there were 4 coupling bars present but he noted that this level of pressure was not sustainable. The rep was able to communicate with the ins when using another external device. The rep reported that there may be trace swelling present but nothing significant. The patient was directed to the healthcare professional to review the pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from representative (rep) stated that rep reviewed with patient how to charge the charger, got bars on recharger from 2-4 and charged between 50-70%. Rep and patient tried several times before and after doctor visited with her and could not sustain any bars. The battery was probably mobile under the skin and the plan was to get her in asap for a pocket revision to superficialize the ins. On (B)(6)2018, rep stated the factor might contributed to the issue was weight and amount of adipose and needed to maintain 1cm for optimal coupling. Troubleshooting included multiple meetings with patient to try, capture and recharger with little to no effect, advised surgeon to schedule asap to protect from od. The steps were taken to resolve those issues included multiple encounter with multiple r/c and r/c heads with only 2-4 bars achieved with extreme pressure applied to minimized distance from head to battery antenna. An extremely uncomfortable one for patient as pressure applied would bring tears due to battery site discomfort. It was noted patient will be met in a week to 10 days to see how coupling was improved and r/c imp post-op swelling had subsided. Issue was timeline to od. It was confirmed the surgical intervention occurred. Patient was implanted on (B)(6)2017 to help stabilize device and prevent infection. She was seen post-op on (B)(6) when rep could get her into another doctor clinic to initiate programming and reviewed recharging and programming use. It was at this time that the determination was made that her battery might be too deep for recharging, and not to turn device on as discharge and od would be imminent based on lack of sustainable bars from recharger. Patient was schedule for a pocket revision and today patient finally pocket revision day and rep concerned battery went to discharge state, not od. Rep tried to get some electricity into battery prior to surgery butcould not get any bars as before. No further complication and no symptoms were reported.